Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the cervical internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68) and a penumbra system jet7 reperfusion catheter (jet7). During the procedure, the physician attempted to use an ace68 and a non-penumbra catheter; however, revascularization was not achieved. Therefore, the physician decided to use a jet7 after exchanging the non-penumbra catheter with a neuron max 6f 088 long sheath (neuron max). While advancing the jet7 over a guidewire and into a neuron max, the physician experienced resistance. When the jet7 advanced approximately 10 cm into the neuron max, the jet7 became stuck and the tip folded over and broke off inside the neuron max. The physician then attempted to retract the jet7 out of the neuron max but reported that upon retraction the jet7 broke and uncoiled approximately 10 cm from the distal tip. The pieces of the jet7 were then successfully removed from the patient. The procedure was completed using a non-penumbra stent retriever and the same neuron max. There was no report of an adverse effect to the patient.